Event description:
It was reported that the patient experienced a shocking or jolting sensation. When stimulation was turned up, it was noted that the patient felt "shocked". The stimulation was turned off by the patient because it was shocking them during the night. Stimulation was turned back on, and was adjusted from 2.0v to 2.1v. It was stated that the stimulation was left on at 2.1 v "comfortably". Follow up information was requested, but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v753436, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).